Event description:
It was reported that during bench testing of a drug eluting stent, a balance middleweight guide wire was selected for use; however, when it was removed from the coil, the tip was observed to be already stretched and the guide wire could not be used. No additional information was provided. Device analysis revealed a guide wire shaping ribbon separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed and the shaping ribbon was noted to be separated. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.